Event description:
See h10.

Manufacturer narrative:
The investigation of the returned stent system found the stent returned fully deployed. Replication testing was performed and found the stent was able to advance through an in-house microcatheter and retract into and deploy from the microcatheter without issue. The pusher body coil was found kinked; however, this damage did not impede the stent's ability to retract into the microcatheter during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but this damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the physician planned to treat an mca bifurcation aneurysm with a stent assisted coiling. Physician had jailed a microcatheter in the aneurysm and planned to deploy a stent through a microcatheter from the inferior m2 branch to the m1 branch. While deploying it was needed to resheath the stent but was unable to. When trying to pull the stent back into the microcatheter the stent could not be retrieved as it got stuck in the microcatheter. Physician decided to pull the entire system out and when pushed the delivery wire into a bowl of saline, the stent dropped out. The lumen of the microcatheter was fine and the same catheter was used for deploying a new stent. The procedure was completed by coiling the aneurysm with headway duo jailed in the aneurysm. No reported injury to the patient.